Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal visual inspection found no issues that could have caused or contributed to the event. A simulated treatment was initiated on the cycler but failed due to complications unrelated to the reported adverse event. The cause for the noted complications was due to a faulty ac distribution board. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was taken to the emergency room due to ulcers that had developed coincident with peritoneal dialysis therapy. When presented to the emergency room, the patient underwent an esophagogastroduodenoscopy and it was revealed that the patient had ulcers (further details not provided). The patient was prescribed unspecified medication and was sent home. The patient¿s peritoneal dialysis registered nurse stated that the ulcers were a recent development and not a pre-existing condition. It is unknown if the patient continued with peritoneal dialysis therapy. The patient¿s peritoneal dialysis registered nurse was unwilling to provide more details related to the event and attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Additional information: a clinical review was performed for the reported incident. Based on the provided information, there is currently no allegation or documentation that suggests that a fresenius device caused or contributed to the development of the patient¿s ulcer. As there is currently no causal relationship between the adverse event and the patient¿s peritoneal dialysis therapy, a clinical investigation is not warranted. Should additional information become available, the need for a clinical investigation will be reevaluated.